Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a "replace transmitter" alert, and loss connection to the pump for longer than 15 minutes. Reportedly, the customer had the dexcom receiver paired to the transmitter. No additional patient or event information was available. A root cause could not be determined. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.